Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for breaks off of holder was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each being attached to a holder and having their eclipse shield activated, and the issue of breaks off of holder was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode breaks off of holder. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle the needle pulled out of hub and remained in patient. The user was able to pull it out, there was no other patient impact reported. The following information was provided by the initial reporter: customer states, "when needle cracked the tube was displaced within the hub. When switching to the last tube I noticed that the needle/hub bent slightly at the connection between the hub and the threading of the needle. This was made more apparent when the tube was not seated properly in the hub. I allowed the tube to fill and then carefully removed it. I removed the needle from the patient by grasping the needle at the head in front of the hub connection."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® eclipse¿, blood collection needle the needle pulled out of hub and remained in patient. The user was able to pull it out, there was no other patient impact reported. The following information was provided by the initial reporter: customer states, "when needle cracked the tube was displaced within the hub. When switching to the last tube I noticed that the needle/hub bent slightly at the connection between the hub and the threading of the needle. This was made more apparent when the tube was not seated properly in the hub. I allowed the tube to fill and then carefully removed it. I removed the needle from the patient by grasping the needle at the head in front of the hub connection."